Event description:
It was reported that the iab was inserted in a pt with cardiac failure with mitral regurgitation. After three days of use, blood was seen in the helium tubing. The iab was removed, using a surgical procedure. Another iab was inserted and there were no pt complications.